Event description:
User alleges high results, when testing one patient sample for ionized calcium. The expected value for the sample is 1.75mmol/l, the actual result received was 3.5mmol/l. If additional information is received, appropriate notification will be provided.